Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a pocket revision procedure due to pocket discomfort. During the procedure the it was noted that both sutures on the ipg header ports were broken and released the ipg in the pocket causing movement and discomfort for the patient. A new pocket was created on the right side para vertebral and sutured down. There was no evidence of lead migration or ipg concerns. No devices were implanted or explanted. The patient was doing fine post-operatively and was discharged the same day.